Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. No prime alarm noted. The insulin pump had a scratched display window, broken reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the customer had issues during prime/rewind. The blood glucose reading was 461mg/dl. The caller stated that the insulin pump alarmed, and the drive support cap was loose. Advised the customer to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.